Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The representative reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The representative also reported that the site was not going inside the body and causing wetness on shirt. The customer's blood glucose was 345 mg/dl at the time of the incident. The customer's blood glucose was 400 mg/dl at the time of hospitalization. The representative stated that the customer was given IV drips. The representative stated that the customer was wearing the insulin pump at the time of hospitalization. The insulin pump will be returned for analysis.